Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back under the lifevest equipment. The irritation was described as bleeding and draining. There was no alleged device malfunction contributing to the irritation. The skin irritation was reported by the patient's nurse, it's unclear if the patient received any type of medical intervention for the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.